Manufacturer narrative:
Evaluation summary: there was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. There was no sample returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Event description:
An ophthalmologist reported that approximately 8 years following a glaucoma filtration device (gfd) implant procedure, the patient's intraocular pressure (iop) has trending down in the past 4-5 years. Her iop is currently around 1-2 mmh and she is now presenting with maculopathy. Her bleb is very diffuse and the ophthalmologist has determined that she may not be able to undergo a bleb revision surgery due to systemic health issues/conditions. Additional information has been requested.